Event description:
A male pt underwent original abdominal aortic aneurysm repair on (B)(6) 2011. The pt was emergently admitted 6 days later due to a numb leg. The physician found that right iliac limb thrombosis was the reason for numb leg. They are converting the pt to fem-fem bypass. The outcome of the femoral to femoral bypass has not been provided as of (B)(6) 2011. The area rep will provide f/u upon completion of the procedure.

Manufacturer narrative:
Occlusion is list in the IFU. Occlusion is list in the IFU. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints. Add'l action is not required at this time as the risk is insufficient per quality engineering risk assessment.